Event description:
Customer has an old insulin pump that she has not used in awhile and is now trying to use it again. Her blood glucose is 157 mg/dl. She stated the tubing on the old device won't work. She put a new battery in and the device alarmed. The device was stored and not in use for a couple of years. Customer was advised the device experienced an unexpected restart. The device passed the self test. Customer was told to monitor the device and until her upgrade arrives. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.